Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of spi to motor pic communication error, missing segments/partial display and damage on the insulin pump. The customer's blood glucose level was 119 mg/dl at the time of the incident. The customer stated that there are little black dots at random parts on the screen. The customer reported cracks near the buttons. The customer assisted with the self-test and it failed. The product was returned for analysis.